Event description:
It was reported that during a colon procedure, the device would not staple and would not cut. A noise was heard from the stapler, when the handle was pressed. This occurred at the beginning of the procedure. The site used a similar device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/06/2007.